Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the it matters study on 29jan2024. The patient underwent surgical intervention to replace an inflatable penile prosthesis (ipp) device. The patient received garamycin and vancocin on the day of the procedure. During the procedure, no adverse events or device observations were noted. Post procedure, the patient experienced nausea that led to prolonged hospitalization and intervention. The patient recovered and was released from the hospital on (B)(6) 2024. There were no additional patient complications reported and the outcome was reported as resolved.

Manufacturer narrative:
Medical review of the information provided reasonably suggests that the clinical event of post-operative nausea and vomiting resulting in hospitalization is most likely related to the patient documented medical history of ponv (post operative nausea and vomiting). While nausea is not specifically anticipated per the risk documentation, it was reported as a result of the procedure, which could be a potential reaction to medication(s), anesthesia, or related to the patient's history of post-op nausea/vomiting. Based on this information, the conclusion code of adverse event related to patient condition was chosen.

Event description:
It was reported that the patient was enrolled in the it matters study on 29jan2024. The patient underwent surgical intervention to replace an inflatable penile prosthesis (ipp) device. The patient received garamycin and vancocin on the day of the procedure. During the procedure, no adverse events or device observations were noted. Post procedure, the patient was doing well and was discharged. Later that evening, the patient experienced nausea and vomiting that led the patient presenting to the emergency department. During hospitalization, the patient was provided fentanyl, zofran, lactated ringers bolus, lopamidol, reglan, scopolamine, bacitracin, miralax, senokot-s, tylenol, bactrim, and singulair. The patient recovered and was released from the hospital on 30jan2024. There were no additional patient complications reported and the outcome was reported as resolved.